Event description:
The pump was alarming. Telemetry confirmed a critical alarm was occurring. The alarm was due to a motor stall. The pump had stalled on (B)(6) 2015 at 14:07; the stall was constant. The patient was feeling shaky and didn¿t feel right. The pump was due to be replaced the next day. The pump eri (elective replacement indicator) was 6 months. The device system was delivering lioresal. It was later reported that the pump stalled for less than 24 hours. The cause of the stall was unknown. The pump was replaced and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # j10939r31, implanted: (B)(6) 2002, product type catheter. (B)(4).